Event description:
Reportedly, when the device was unplugged, it alarmed with an error that the battery could not be reached. The device stopped/froze and would not shut down. The battery was changed, but this did not correct the problem. This affects the ability to unplug the device when patient needs to be moved.

Manufacturer narrative:
The device was not returned to b braun for evaluation. If additional information becomes available, a follow-up report will be submitted.